Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the touchscreen displayed the color red on the screen. Reportedly, the display is still readable. The customer's blood glucose level was 100 mg/dl. It was confirmed that the customer will continue using the pump for insulin therapy.